Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the sensitivity, she could not verify which lot was used on which each patient; therefore, no lot numbers were identified in this report. Specific information with regard to patient gender, age, weight, and number affected were not provided by the doctor. The doctor is waiting for a new curing light to be received to re-cure the restoration for the patient. Regulatory affairs will update this complaint if new information is received. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the sensitivity, she could not verify which lot was used on which each patient; therefore, no lot numbers were identified in this report. Specific information with regard to patient gender, age, weight, and number affected were not provided by the doctor. The doctor is waiting for a new curing light to be received to re-cure the restoration for the patient. Regulatory affairs will update this complaint if new information is received. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that eight (8) patients had experienced sensitivity after placement of the sonicfill product. This is the fifth of eight (8) reports.